Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. The main coil, the introducer sheath, and the delivery wire were returned. Visual and microscopic inspection revealed that the main coil was bent and stretched at the coil arm and primary coil; moreover, the arm of the coil was detached. Dimensional inspection was performed, and the coil was within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the coil could not be withdrawn. A 10mm x 40cm interlock-35 coil was selected for use in an embolization procedure in the internal iliac artery. The coil was advanced through a 5f non-boston scientific catheter. However, the position of the coil was not good. Upon attempted removal, it was found that the coil could not be withdrawn. The coil was then removed together with the catheter. The device was exchanged for another of the same coil type, and the coil was deployed successfully. There were no patient complications as a result of this event. The patient condition following the procedure was stable. However, device analysis revealed that the coil arm was detached.